Event description:
It was reported that the insulin pump alarmed button error after it had been dropped. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit was received with minor scratches on the lcd window. The unit was received with a cracked case at the display window corners and reservoir tube window corners. The unit was also received with cracked battery tube threads.